Manufacturer narrative:
(B)(4). The initial evaluation confirmed the reported condition. The device was determined to meet functional and electrical performance specification requirements per rite testing. The device passed both the homechoice return instrument test / evaluation (rite) electrical test 3505000321 and the rite functional test 3505000320 specifications. The device was determined to meet specifications for the reported difficulty high drain 104/call pd nurse. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The reported high drain volume alarm was confirmed through event history log review. The cause was one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a high drain 104 alarm at the end of therapy on the homechoice machine (hc). The home patient(hp) stated they spoke with their nurse and their nurse told her to call bts. The technical service representative (tsr) explained the alarm and its cause. The tsr checked the cycle by cycle ultrafiltration (uf) reading. The cycle 4 uf was 2478ml and the fill volume is 2000ml. The hp stated they slept through all the cycles and feels fine. There was patient involvement; however, there was no injury or medical intervention reported.